Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On an unknown date in 2013, the patient underwent ascending aorta replacement surgery with a surgical graft of unknown manufacturer. Later after the procedure on an unknown date, the patient developed a pseudoaneurysm at the distal anastomosis of the surgical graft, and the pseudoaneurysm ruptured. On (B)(6) 2016, the patient underwent an endovascular procedure using conformable gore® tag® thoracic endoprostheses to repair the rupture of the pseudoaneurysm. Prior to the device implant bypass surgery was performed from the ascending aorta to the brachiocephalic, left common carotid, and left subclavian arteries. The proximal device was deployed at the intended position with no reported issues, with its proximal neck into the surgical graft. It was reported that the rupture was excluded with the device. A (B)(4) was then planned to be implanted for distal extension, and after deployment of the (B)(4), the patient's blood pressure suddenly dropped and bleeding was suspected. The source of the blood loss was identified to be rupture of the proximal anastomosis of the surgical graft of the ascending aorta. It was reported that the condition of the patient's aorta was poor and force generated by opening of the (B)(4) caused the proximal anastomosis to rupture, although the device was slowly and carefully deployed. The physician attempted to surgically sew the anastomosis for hemostasis; however the bleeding did not stop. The patient expired on the same day due to blood loss.